Manufacturer narrative:
Citation: sajja a, dassanayake m, morales ia, et al. Valve-in-valve transcatheter aortic valve replacement during second trimester of pregnancy. Jacc case rep. 2023;27:102074. Published 2023 dec 6. Doi:10.1016/j.jaccas.2023.102074 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 16-weeks-pregnant patient who had a 26 mm medtronic evolut fx transcatheter aortic valve successfully implanted valve-in-valve in a stenotic/calcified non-medtronic surgical aortic valve (23 mm perimount magna ease). Prior to evolut fx deployment, a pre-balloon aortic valvuloplasty was performed using an 18 mm non-medtronic balloon (bd true), reducing the mean aortic valve gradient from 54 to 10 mm hg. The authors stated that the evolut fx valve was not post-dilated because of the surgical valve¿s position in front of the left main coronary artery. At discharge, a mean aortic gradient of 17 mm hg was noted. The patient was discharged home on aspirin. The authors wrote that the patient was closely followed after discharge and was switched to enoxaparin injections three months later due to concerns about valve thrombosis, with elevated aortic valve gradients recorded (mean and peak gradients of 20 and 38 mm hg, respectively). According to the authors, the patient had a higher risk of valve thrombosis because of the valve-in-valve implant, the under-expanded evolut fx valve, and the hypercoagulable state during pregnancy. The patient underwent successful cesarean at 36 weeks, with delivery of a healthy baby. The postpartum course was said to be uneventful. Several months later, cardiac computed tomography showed the leaflets of the evolut fx opening well, but the valve frame was not fully expanded. No interventions or adverse consequences were recounted.